Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 573 mcg/day via an implantable pump. Indication for use was intractable spasticity and cva (stroke) das system. The date of the event was (B)(6) 2019. It was reported that on (B)(6) 2019 the pump went empty. On (B)(6) 2019 the pump was refilled and started back up at normal dose per day. No dose adjustments were made. On (B)(6) 2019 at 10am the patient started showing signs of overdose including somnolence. The patient was in the intensive care unit (ICU). The hcp planned to aspirate from the catheter access port (cap) including 30-40 cc of cerebrospinal fluid (csf). The hcp was going to re-prime and then decrease the dose to 286 mcg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s nursing home cancelled the refill appointment without notifying the hcp at the practice. Regarding the cause of the overdose, it was noted the patient appeared to not be in withdrawal despite being empty per interrogation. The hypothesis was some residual amount of intrathecal baclofen remained versus the intrathecal baclofen pump was not working. The plan was for side port access. Actions/interventions taken to resolve the overdose and hospitalization included the practice took steps to ensure the patient/nursing home could not reschedule appointments without their knowledge. The patient¿s weight at the time of the event was not provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient cancelled an appointment and the patient was not under their care. It was noted the cause of the empty pump was a missed refill. The overdose and hospitalization has been resolved and it was noted the pump works. No further complications were reported or anticipated.